Manufacturer narrative:
Additional information: b5 (mention of machine catching fire), d9, h3, h6 (device component code and medical device problem - fire) correction: h6 (medical device problem code - smoke).

Event description:
A biomedical technician (biomed) at a user facility reported that smoke was coming from a fresenius dry acid mixer and was not filling during the final fill phase. The control board wasn't sending enough volts to the fill valve and the fill valve caught fire. In response the biomed unplugged the machine. The facility smoke detectors were not triggered and use of a fire extinguisher was not required to address the smoke. Upon evaluation the biomed identified the fill valve as the source of the reported issues. The fill valve appeared burnt, swollen, and cracked. The fill valve is the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned fill valve. The biomed replaced the fill valve and control console and returned the dry acid mixer to service. A control board was also ordered and pending arrival at the time of follow-up. There was no harm to any patients or individuals because of this malfunction. No parts are available to be returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that smoke was coming from a fresenius dry acid mixer and was not filling during the final fill phase. The control board wasn't sending enough volts to the fill valve and the fill valve caught fire. In response the biomed unplugged the machine. The facility smoke detectors were not triggered and use of a fire extinguisher was not required to address the smoke. Upon evaluation the biomed identified the fill valve as the source of the reported issues. The fill valve appeared burnt, swollen, and cracked. The fill valve is the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned fill valve. The biomed replaced the fill valve and control console and returned the dry acid mixer to service. A control board was also ordered and pending arrival at the time of follow-up. There was no harm to any patients or individuals because of this malfunction. No parts are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H3 plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, a photograph of the sample was provided. The manufacturer was able to confirm the reported issue from the provided photograph. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that smoke was coming from a fresenius dry acid mixer and was not filling during the final fill phase. In response to the smoke the biomed unplugged the machine. The facility smoke detectors were not triggered and use of a fire extinguisher was not required to address the smoke. Upon evaluation the biomed identified the fill valve as the source of the reported issues. The fill valve appeared burnt, swollen, and cracked. The fill valve is the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned fill valve. The biomed replaced the fill valve and control console and returned the dry acid mixer to service. A control board was also ordered and pending arrival at the time of follow-up. There was no harm to any patients or individuals because of this malfunction. No parts are available to be returned to the manufacturer for physical evaluation.